Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08888. (B)(4) study it was reported that pericardial effusion occurred. A 33mm watchman ® laa closure device was successfully implanted in (B)(6) 2014 during a left atrial appendage (laa) closure procedure. A dual curve watchman ® access system was used. The patient started on clopidogrel one day prior to the procedure. A full recapture was necessary during the procedure as the release criteria were not met. The device was eventually deployed and released. The device spanned the entire laa ostium and a complete seal was noted. One day post procedure, a minimal pericardial effusion was noticed. No action was taken. The event was considered resolved 10 days post procedure.